Event description:
Kimberly-clark received a report via telephone call from a patient¿s mother stating that her child¿s (B)(6) retention balloon deflated or burst within 30 days of placement. The retention balloon deflated during the night allowing the feeding tube to expel from the stoma allowing the stoma to begin closing. The report indicates that a replacement feeding tube could not be placed into the stoma, so they went to an ER, where a 10 french catheter was temporarily inserted to maintain the stoma opening. A doctor evaluated the stoma and was able to place a correctly sized feeding tube without further intervention. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Two samples were returned with one sample having the reported lot number (aa2338f01), which is imprinted on the device. Visual evaluation of this sample identified that the balloon was burst in the axial direction. In addition, the molded head, tube and balloon exhibited a yellow discoloration. The root cause for this reported event could not be determined based upon the available information. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.